Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis/local reaction. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with 750cc mentor memorygel breast implants experienced right sided baker grade iii capsular contracture, bilateral local reaction, and bilateral ptosis post procedure. The breasts were swollen, sitting high, and there was associated pain with the capsular contracture. As a result mastopexy and bilateral replacement with unspecified 650cc implants is planned for (B)(6) 2022. See 1645337-2022-01996 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on march 30, 2022. The explant date was clarified to be (B)(6) 2022. The impacted product was received by the failure analysis lab on april 5, 2022. The investigation of the returned device was completed by the failure analysis lab on april 18, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 21, 2022. The patient is african american. Manufacturer¿s reference number: (B)(4).